Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of having low blood glucose of 45mg/dl and is having basal issues. Customer indicated that the basal rates need to be changed. Customer indicated that they recently visited their endocrinologist. Customer declined high blood glucose troubleshooting. No further details given.